Event description:
The customer reported the sys failed to produce fluoroscopy x-ray. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The video cable was found to be damaged. No conclusion can be drawn as repair info is unavailable.